Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the locked cubies. A technical support specialist contacted the pharmacy representative and unlocked the cubies to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. The UDI detail kept blank since the asset mentioned was a duostation.

Event description:
It was reported by the customer that a pyxis medflex system encountered an issue with the cubies. The customer reported that they were unable to issue the tramadol 50 mg because the cubies were locked. There were no adverse events or injuries reported based on this event.